Event description:
It was reported that the insyte autoguard bc pro straight, 18g x 1.16" would not autoretract. The following information was provided by the initial reporter: the needle would not autoretract.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte autoguard bc pro straight, 18g x 1.16" would not autoretract. The following information was provided by the initial reporter: the needle would not autoretract.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.